Manufacturer narrative:
Other relevant device(s): no, mfg date: 23-jul-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) wouldn't stimulate and exhibited loss of capture when the tether was removed. The ipg was recaptured and the ipg and delivery system were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: return date: 16-dec-2019. Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system tether was knotted. There was a deployment issue with the delivery system. There was a mechanical problem with the outer shaft of the delivery system. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The device cup proximal edge is protruding from the outer shaft at 5 cm. There is blood on the outer shaft located at the distal end of the stability member. The tether is cut at 1.1 cm from the tether pin. The tether was knotted at 4.3 cm from the tether pin. The tether is frayed at the distal end of the delivery system. The device was able to be deployed, the device was able to be pulled to the recapture cone by the tether with resistance due to the tear in the lumen and the frayed tether, the device was able to be fully recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.